Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor. Unable to confirm customer received in said condition due to open/used sensor. Checked needle for hooks/burr and dull needle tip defects and none were found. Insertion needle passed per specification.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode.  Customer's blood glucose was 193mg/dl at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis.